Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui and rectocele . It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence and dyspareunia. It was reported that patient underwent mesh removal on (B)(6) 2012 due to pain, recurrence and malfunctioning genitourinary device. It was reported patient had bladder tumor in 2012.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency and urgency. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy and suprapubic trocar cystotomy, and anterior posterior colporrhaphy due to pelvic prolapse and large cystocele.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.